Manufacturer narrative:
Morbidity associated with autologous fascia lata harvesting for pelvic floor surgery: v.a buckley, international urogynecology journal (2025) 37:1049¿1054 https://doi.org/10.1007/s00192-025-06421-6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, 201 women underwent fascia lata harvesting for the treatment of pelvic floor dysfunction between 2021 and 2025. One patient required reoperation 9 months postoperatively due to a bulge. The mesh was used to close the defect. After repair the patient developed a seroma and required weekly aspiration for 4 weeks and a steroid injection to resolve the issue.